Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. The international affiliate was contacted and information on reprocessing of the devices was requested. No response had been received. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
General report of an unspecified number of undocumented incidents of loss of suction. The device were reportedly being used to suction unspecified fluids during an unspecified procedure. After an unspecified length of time, the customer contact reported that the devices exhibited "lack of aspiration." No specific details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided including if the devices were replaced and the therapies were resumed.